Event description:
It was reported that the vns patient passed away. The neurologist did not know the cause of death. The online obituary identified the date of death and that the patient died while under hospice care. The patient was buried. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient¿s treating neurologist had not been seen in the office. He was scheduled to be seen on (B)(6) 2012, but did not show up. Attempts made to the funeral home for additional information have been unsuccessful to date.

Event description:
The death certificate for the patient indicated that the primary cause of death was adult failure to thrive with seizure disorder listed as a significant contributor but not resulting in the underlying cause of adult failure to thrive.